Event description:
It was reported the pt did not have a stimulation, and was unable to communicate with his ipg using the charger. A replacement charging system was sent to the pt. Follow up identified the replacement device did not resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.